Event description:
Reportedly, the nominal mode was programmed by the cpr3h head, afterwards the lead polarity could not be moved to bipolar and the impedance lead tests could not be performed.

Manufacturer narrative:
Please refer to the attached report review of the provided data revealed, on 19 february 2024 : - at 15:08 : the nominal mode was programmed, by the physician parameters : pacing mode : vvi / basic rate: 70 bpm / atrial or ventricular sensing polarity : unipolar / atrial or ventricular pacing polarity : unipolar - at 15:51 : an impedance test is started by the user but failed (due to an invalid date) - at 15:56 : a and rv leads sensing polarity failed several times to be programmed to bipolar, because the measure of the leads impedance failed (due to an invalid date) - at a second interrogation, at 16:01, all clocks were synchronized, and a and rv leads impedance tests, and leads programming to bipolar were successful. The reason of the failure of the leads impedance measurements is most probably a temporary desynchronization between the clock of the tablet and the clock of the implant device. Improvements of this behavior will be contemplated. Based on available data, no issue is suspected on the device.

Event description:
Reportedly, the nominal mode was programmed by the cpr3h head, afterwards the lead polarity could not be moved to bipolar and the impedance lead tests could not be performed.